Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the surgeon experienced after firing, the stapler could not be opened by the release button. The surgeon finally opened manually by pulling open the closing trigger. There was no consequence to the pt.